Manufacturer narrative:
This report is submitted on june 30,2022

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to a non device related cholesteatoma and infection. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on august 16, 2022.